Event description:
Customer reported the test did not start on her adc blood glucose meter after a sample was applied to a test strip inserted into it. Customer further reported the problem with the meter has been going on for approximately one month, but has been occurring more frequently during the two weeks prior to calling on (B)(6) 2012. Customer further reported that on some unspecified date this issue recurred and customer then began to experience "lethargy", was "extremely sleepy", was "unable to wake up correctly", had "no energy" and "shakiness", which resulted in a loss of consciousness. No third-party medical intervention was required. Customer self-treated by self-administering two glucagon injections, but noted when she is feeling high she administers 4 units of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and tested with retain test strips, the test did not fire. The meter was then disassembled and a raised pin (#5) was observed in the strip port. No additional issues were identified during extended product investigation. The pins located in the strip port align with the electrodes on the test strip, and if one of the pins is bent, raised, or deformed the test will not be conducted. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Based on our investigation, raised pin (#5) has only been replicated by a strip whose tip was bent prior to insertion into the port. Label copy advises users of bent/torn test strips and also instructs users to call customer service if the test does not start after applying the blood sample to the test strip. In addition, requested test strips were not received for investigation. Retained test strip samples from the same lot reported by the customer (1267961) were tested with control solution instead. All results were within the range specification and no errors were observed. This is a final report.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The actual date when the medical event occurred is unknown. The event date listed is the date when abbott diabetes care became aware of the event.